Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9123776. Medical device expiration date: 2021-04-30. Device manufacture date: 2019-05-03. Medical device lot #: 8278813. Medical device expiration date: 2020-09-30. Device manufacture date: 2018-10-05. Medical device lot #: 9017933. Medical device expiration date: 2021-01-31. Device manufacture date: 2019-01-17. Medical device lot #: 9156987. Medical device expiration date: 2021-05-31. Device manufacture date: 2019-06-05. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found before use with bd vacutainer® serum blood collection tubes. The following information was provided by the initial reporter, "foreign matter." 11 occurrences were reported.